Event description:
Event reported as, "rupture access port." F/u findings: surgeon indicated that the breakage was on the taper I access port connector.

Manufacturer narrative:
Taper I. Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."